Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. X-rays were completed with no indication of system movement nor integrity concern. This patient was subsequently hospitalized. This device remains in service. No additional adverse patient effects were reported.